Event description:
The viabahn device was used for the treatment of a vessel aneurysm. The device was introduced and advanced into position. At that moment, the device appeared u-shaped because of a very tortuous vessel. The physician was unable to deploy the device completely. The device became stuck. Thus, the physician converted to an open repair of the vessel aneurysm. The patient was fine at the end of the procedure.